Event description:
We compared the test results from the (B)(6) kits with the acon flowflex kits. It appears the acon product produces false-positive results. The reason for switching products is based on the (B)(6) ending the free kits on march 31, 2022. Our family has been self-isolating and require a negative result as part of the fit-to-fly requirements to fly back to USA. A testing facility will require all 3 of us to be negative but we're concerned the product isn't reliable. Thanks, (B)(6) and family. The photo compare the nhs test kit result to the acon flexflow kit. I believe the acon tests aren't providing correct results. Problem did not stop after the person reduced the dose or stopped taking or using the product. Reason for use: to confirm covid by self-testing.